Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user inserted and inflated the balloon; however, upon removal, the scrub nurse noticed that the balloon was no longer intact and had torn away remaining inside the patient. This required the surgeon to retrieve the balloon from the patient. There was no reported patient injury or adverse event.